Event description:
Our hospital has used this infant security system for three years. We recently switched to a tamper resistant pt band and the band does not remain secured to the pt, slipping off the baby's ankle and leaving the baby unprotected. The band's design makes it very difficult to secure, sometimes requiring so much force to "latch" at a given circumference that the wires in the band break and trigger tamper alarms. When a tag slips off of an infant, there is no indication or alert of this produced by the system. Babies can lose weight, and this can make the fit more loose. Our hospital is scheduling frequent checks on the tag and baby to ensure the tag is still on and protecting the baby. This is disruptive to baby's sleep and to nursing workflow, and counterproductive to our objectives for purchasing this system. This is a serious safety issue.